Event description:
It was reported by the customer that their insulin pump was alarming no delivery during bolus and customer's blood glucose levels were high. Customer states they were able to prime device but received the alarm when they attempted to bolus. Customer states they have changed the infusion set and reservoir twice. On the third set the issue was resolved. Customer does not recall any significant event leading to the alarm. Customer's blood glucose level was 459 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.